Event description:
Pt underwent right brachial angioplasty, right radial artery angioplasty, right ulnar artery angioplasty. Tip of a platinum plus guidewire .014 x 300 cm frayed and broke off. Tip is extramural to brachial artery so it will remain there per dr (B)(6). Dr (B)(6) also stated it would cause more harm than good to remove tip 2/2 pt's health status. Procedure would be an open arm surgical procedure. FDA safety report ID# (B)(4).